Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was partially inserted and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was partially inserted and replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) had a detached haptic. The iol was partially inserted and removed during the same procedure. The replacement lens is the same model and diopter. There were no complications such as capsule tear, incision enlargement or vitrectomy. The patient¿s daily activities are not affected by this event. Reportedly, they have recovered. The suspect iol will not be returned as it was discarded. No further information was provided.